Event description:
The report received through the legal department indicated that approx twenty-two months after the index procedure, the pt presented to the emergency room (ER) with chest pain, diaphoresis, nausea which started while the pt was doing yard work. Two hours after admission the pt experienced ventricular fibrillation (vf) and was taken emergently to the cath lab. The two (2) previously implanted cypher stents were found to be totally occluded/thrombosed. The pt went on to have approx ten episodes of ventricular tachycardia (vt)/vf and was defibrillated multiple times. Eventually, the pt could not be resuscitated and expired.

Manufacturer narrative:
The index procedure was sudden crushing chest pain associated with nausea, vomiting and diaphoresis. The patient was taken to the ER and was diagnosed with an acute inferior wall myocardial infarction (mi). Coronary angiography was done and the proximal right coronary artery (rca) was reported to be occluded and there was no disease noted in the left coronary system. The lesion was pre-dilated. A cypher 3.5 x 33 mm stent was implanted at 12 atm. Angiography was done again, and thrombus was noted distal to the stent. Aspiration of the thrombus was attempted with an export catheter with some moderate resolution of the thrombus. Nipride was given. An additional cypher 3.5 x 18 mm stent was implanted at 16 atm overlapping the first stent. The stents were post-dilated with a 4.5 mm balloon at 12 atm. A ring-like defect proximal to the stents was then noted. Intracoronary nitroglycerin was administered. Repeat angiography was done and the ring-like defect was gone. The flow post-procedure was reported to be good. The patient's chest pain had resolved. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2007-00398, and # 3003742446-2007-00399.